Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that during use of the syringe solomed 5ml ll 22x1 w/sh sla the plunger was already broken in half and the needle was clogged. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that the plunger has already broken in half and the needle is clogged, unable to use the material. The incident happens for the second time. Customer complained also the shield that attaches the syringe have different sizes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Additional reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the syringe solomed 5ml ll 22x1 w/sh sla the plunger was already broken in half and the needle was clogged. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reports that the plunger has already broken in half and the needle is clogged, unable to use the material. The incident happens for the second time. Customer complained also the shield that attaches the syringe have different sizes.